Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic de novo lesion was located in the highly calcified and mildly tortuous distal left circumflex artery. The physician advanced the 1.5x20mm apex flex otw balloon catheter to the lesion and inflated the balloon to 6 atms and the balloon ruptured. The device was removed intact. There were no pt complications. The procedure was successfully completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
The device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.